Event description:
It was reported the patient had a hard time breathing in recovery after the surgery. It was noted the patient was intubated and they could then breathe normally. It was further noted the patient outcome was unknown. The reporter stated there was no device complaint. The reporter further stated they were unsure whether this was related to the implantable neurostimulation (ins) or therapy. Additional information received reported the patient had some wheezing post procedure that was related to the sedation. The reporter stated the patient was large and had a history of mild chronic obstructive pulmonary disease and they developed wheezing from the sedation. It was noted the patient was monitored in the intensive care unit overnight, but no further interventions were required. The reporter stated there was no relation to the implanted ins. The reporter further stated they saw the patient last week and they were doing very well and has good relief of pain with the ins.

Manufacturer narrative:
(B)(4).